Manufacturer narrative:
(B)(4). A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The flow sensors were replaced.

Event description:
The hospital reported that, during a case, the unit had a flow sensor alarm and mechanical ventilation was not functional. The anesthesia machine was swapped out. There was no reported patient injury.